Event description:
Port-a-cath to be flushed. Nurse attempts to flush, but no blood returned. Tried with urokinase for one hour. No blood returned. Notified dr and dye study performed. Revealed leakege and crocking of device at entrance underneath device. Dr decided to explant on 7/21/97.